Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported events could not be conclusively established. The heartmate 3 lvas instructions for use (IFU) lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018, the patient was implanted with a left ventricular assist device as a bridge to transplant. It was reported that the pump implant procedure was uneventful; however, several hours later after the patient had been extubated, the patient suddenly became unresponsive. The CT scan showed a cerebrovascular accident and a small clot was removed from the middle cerebral artery. The surgeon reported that the stroke was severe and care was withdrawn. The patient expired. The surgeon reported that there were no surgical or technical issues encountered during the implant procedure and the pump was functioning well. No further information was provided at the time of this report.